Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, surgeon noticed marks on the anterior optic of the iol. He said that although it was a coating on the iol the coating came off while he was rotating the iol with the bi-manual irrigation and aspiration handpieces. He confirm that these markings were only visible on the iol and not caused by forceps during iol lens loading.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photo provided showing an implanted iol (intra ocular lens). Marks/lines are visible on the optic. The exact location of the observed lines/marks cannot be confirmed. The reported coating on iol could not be confirmed on the returned photo. Based on our observation of the attached photo, there are lines/marks on the iol. A definitive determination of iol condition cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).